Event description:
New information states that the physician believes that the leads did not contribute to the event. There is no alleged malfunction of the leads.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the patient experience heart failure. The physician removed the leads and stopped the procedure. The procedure will be schedule at a later date. The patient was stable.